Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a leak in the tubing of the infusion set. Customer's blood glucose reading at the time of the incident was 423 mg/dl. Customer reported that she noticed that insulin was not being delivered properly from the insulin pump. Customer was advised to change the infusion set. Product is being returned and replaced.